Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The blade was removing bone but not removing the green from the screen. Surgical delay: = 15 minutes. Case type: tka.

Event description:
The blade was removing bone but not removing the green from the screen. Surgical delay: = 15 minutes. Case type: tka. Update: "we were able to proceed just passing over all the bone that need to be removed. It took longer as we had to go over the bone multiple times to make sure we got everything. It was a right knee. I do not have the patient identifiers as I don't keep the plans or patient info for hipaa reasons. The procedure was completed robotically.".

Manufacturer narrative:
Reported event: it was reported that ¿the blade was removing bone but not removing the green from the screen. Surgical delay: = 15 minutes. Case type: tka. Update: "we were able to proceed just passing over all the bone that need to be removed. It took longer as we had to go over the bone multiple times to make sure we got everything. It was a right knee I do not have the patient identifiers as I don't keep the plans or patient info for hipaa reasons. The procedure was completed robotically.". Product evaluation and results: review of the case session files was not performed as case session data was not provided. Product history review of the device history records associated with rob249 indicate that on 13/may/2013 quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification pn 209999, rob249 reports no similar complaints for tka software ¿ software error. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.